Event description:
It was reported that the implantable neurostimulator(ins) was providing relief of the patient's urinary incontinence. The patient was running a fever around 99-102 degrees the whole week after surgery. On (B)(6) 2012, it was discovered that the patient had infection and was subsequently prescribed antibiotics. The patient felt the infection was at the surgical site, but the doctor said the surgical site looked fine, no infection. The patient assumed that the infection was currently cleared but had not had medical confirmation- the patient noted that the incision was still a little pink. The patient had positive therapeutic effect from the device but she was experiencing some pain when she sat. The patient was scheduled an appointment on (B)(6) 2012 but was cancelled. The patient stated that she was awake during procedure and it hurt very badly. The patient could feel the health care provider cutting her. The patient felt that the hcp implanted her and then "fed her to the world." The patient requested ins be explanted if she could not find support. The patient didn't know how to turn ins off, and the agent offered to walk the patient through programmer functions. The patient declined. The patient's retention symptoms had improved dramatically to the point that she was relatively normal. The patient had two small leaking episodes since her implant was placed. The manufacturer's representative walked the patient and her husband through the programmer for about 45 minutes 1.5 hours after the surgery. The patient and her husband both stated they fully understood how to control the device and, more importantly when to make adjustments. The patient went home with programmer guide, the summary tear-off instruction sheet, and the programmer dvd. The patient's programmer was also preprogrammed with 4 programming options. The patient didn't try to change the programs, and she didn't read the instructions therefor didn't know how to use the programmer. The patient was scheduled to see the doctor in the (B)(6).

Event description:
Additional information received reported the patient did not have an infection. The patient had a bi-polar disorder and was doing fine.

Manufacturer narrative:
Product ID, 3889-33 lot# va00a60 serial#, implanted: 2012 (B)(6), explanted: product type lead product ID, 3037 l ot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).